Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient stated that her first implant from 2010 was replaced in 2014 as over time since implant, patient lost a lot of weight and ins completely shifted and came undone. No further complications were reported/anticipated.